Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There were no reports of the patient being harmed as a result of this issue. There was no information provided about the device falling out. The device was discontinued as per physician order and no further bleeding or no complaints of pain or discomfort was reported from the end user. This was the only device inserted into the end user for this hospitalization. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below.

Event description:
It was reported by the nurse that upon discontinuing the device when the bulb was removed from the end user there was a small amount of red blood on end of balloon and balloon was inflated with 50cc of fluid. Per further information received the device was inserted on (B)(6) 2014.